Manufacturer narrative:
The surgical team was called, and the patient was intubated. A femoral cut down was performed, and the separated distal balloon segment was removed. No portion or piece of the sds catheter was left in the patient. The patient suffered no adverse effects from the femoral cut down and was discharged the following day in good condition. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the device history records associated with this final lot and subassembly lot presented no issues during the manufacturing process that can be related to the reported complaint, including burst test values.

Event description:
The target was a tight lesion at the ostium of the renal artery, and was pre-dilated with a 6x15 pta balloon. The physician had deployed the stent at 14 atmospheres of pressure (above rated) and post-dilated the stent with the sds balloon again at 15 atmospheres when it burst. Upon burst, they attempted to immediately pull the sds back out over the wire, but the balloon was lodged in the stent. They were able to finally retrieve the balloon and pull it down to the 6f femoral sheath, but could not remove the balloon through the sheath. It was at this point that the distal half of the sds balloon separated from the rest of the catheter. They removed the proximal intact end of the sds balloon catheter, but the separated distal segment of the balloon drifted back up into the aorta, remaining on the wire. A snare was sent up above the separated balloon segment to anchor it, and the balloon segment was again pulled back down to the level of the sheath. By this time, the separated distal balloon segment had umbrellaed back over itself, and could not be removed through the 8f sheath that had been exchanged in for the 6f one. They then removed the 8f sheath and tried to pull the balloon segment out through the access hole, but could not.